Event description:
It was reported that after the implant procedure, the patient had diaphragmatic nerve stimulation and the threshold was very high on the right ventricular lead. The lead was suspected to be dislodged. During the revision procedure, fluoroscopy indicated a perforation as the lead tip was just at the pericardium. The helix was retracted and placed in a septal position. No effusion was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).